Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing a problem with her therapy. The patient stated that the ins is not "doing it's job." The patient's healthcare provider (hcp) told the patient that he has done everything that he can and the patient could not be helped anymore. The patient mentioned that she wears a magnetic bracelet that has 10-15 magnets in it to help with the patient's knee and that the bracelet is worn on the same side as the ins. The patient was informed of the possibility of electromagnetic interference and the potential impact on the ins and was informed that the patient could try to switch sides with the bracelet to see if the ins issue resolved. The patient planned to follow-up with her hcp and also mentioned that she was implanted "for her uterus." Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.